Event description:
It was reported that a customer experienced a tandem mobi cartridge alarm during the load process. There was no adverse impact to the customer's blood glucose level. The customer acknowledged the need to return the problematic pump and set up the replacement pump with updated software that tandem technical support agreed to provide. They planned to use multiple daily injections (mdi) as a backup therapy and understood how to switch the pump to storage mode. Technical support confirmed the shipping address and instructed the customer on returning the pump to avoid billing. The customer needed to program their settings and connect their cgm to the replacement pump.